Manufacturer narrative:
H3 and h6: updated. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. Visual inspection confirmed that there was a crack in the downstream occlusion (dso) seal. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a continuous use as it created normal wear and tear to the seal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had cracks on downstream occlusion seal, found during preventive maintenance testing. There was no patient involvement.